Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Provider stated, "it did not work."/ the bleeding did not stop [device ineffective] it did not get good suction [device malfunction] no other ae [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a physician, referring to a female patient of unknown age, via clinical account specialist. The patient¿s concurrent conditions, drug reactions or allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. Approximately in 2024 (also reported as about a year ago), the patient was placed with the vacuum-induced hemorrhage control system (jada system) (lot number# and expiration date was not reported) via intrauterine route for postpartum hemorrhage. Approximately in 2024 (also reported as about a year ago), the physician used a vacuum-induced hemorrhage control system (jada system). The device increased tone, but it did not work (device ineffective); the bleeding did not stop, the patient was hospitalized. Vacuum-induced hemorrhage control system (jada system) did not achieve good suction (device malfunction). As a result, the patient required a hysterectomy due to ongoing hemorrhage. No other adverse event (ae) (no adverse event)/ product quality complaint (pqc) was present. On same day when it was initiated, the vacuum-induced hemorrhage control system (jada system) was withdrawn. Upon internal review, the event device ineffective considered to be serious due to required intervention (devices). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.